Event description:
The clinician implanted gore tag thoracic endoprosthesis devices. Due to the pt's past history of a lima procedure, the clinician was unable to achieve a good proximal seal of the proximal device. The clincian also found it necessary to perform an unplanned subclavian to carotid and a carotid to carotid bypass. The patient was fine after surgery. The clinician made no allegations of product deficiency.